Event description:
Three stents were deployed during the procedure. The first stent , a resolute integrity 3.00 x 38 mm drug eluting stent was deployed in the rca vessel successfully. The second stent a resolute integrity 2.25 x 22 mm was also reported to have been deployed successfully. The third stent used was an endeavor resolute 3.00 x 38 mm drug eluting stent which was to be used to treat a proximal lesion of the lad. The stent was prepped per the IFU prior to use. The stent was inflated once to 14 atm and the stent was deployed. It was reported that deflation of the balloon took a longer time than normal. During an attempt to remove the device from the lad, difficulties were encountered and the patient went into cardiac arrest. Force was applied in an attempt to remove the device, only the wire was removed, the stent and balloon remained in the lad. It was reported that the physician then attempted to snare the balloon during which time the patient expired. Cine image review: the patient¿s rca was initially treated without procedural complications. There was diffuse disease in the left coronary system. Pre-dilatation of the lesion in the lad was completed with resistance disease evident due to the waist that was evident in the inflated balloon. The endeavor resolute long stent was delivered and inflated for stent deployment. The waist evident during re-dilatation was also evident in the mid to distal section of the stent. It appears that the waist in the newly deployed stent, which was as result of the severe disease, prevented the successful withdrawal of the delivery catheter. Despite repeated unsuccessful withdrawal attempts, including use of a snare, the distal portion of the catheter detached and remained in the vessel. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology - diffuse,severe disease), no results available since no evaluation performed (device was not returned for review); evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - diffuse, severe disease). (B)(4).

Manufacturer narrative:
Evaluation, results: (inherent risk of procedure). (B)(4).

Event description:
Additional information received: the physician has advised that the stent balloon failed to deflate and occluded the left main stem and was not able to be retrieved. The patient then went into cardiac arrest and was not able to be resuscitated. The physician assessed that the device failure was the cause of the patient's death.